Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformities which may have contributed to the reported event of flap too thick. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A facility representative reported a thick flap. Additional information has been requested.